Event description:
The consumer was giving insulin shots to two pts. Discovered that the syringe had a red liquid substance in it before opened it. This syringe was the last one in a pkg of 10. Pts are going to be tested by their drs for diseases.

Event description:
The consumer was giving insulin shots to two children 13 & 15 yrs old. Discovered that the syringe had a red liquid substance in it before opened it. This syringe was the last one in a pkg of 10. Children are going to be tested by their drs for diseases.